Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date. During the procedure, the blade did not rotate and the surgeon suspected there was some problem with the drive unit. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent to the FDA: 07/10/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation, will be submitted in a supplemental 3500a form.